Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with approximately 120ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The distal luer cap was removed and continuous flow of solution was observed from the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had an issue with no flow. The device was filled with fluorouracil and was connected to a patient. According to the customer, the remaining 50% of the solution was not delivered. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.